Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event and patient outcome could not be conclusively established during this evaluation. The account reported that the patient expired due to cardiac arrest on (B)(6) 2021. Multiple attempts were made to obtain additional information regarding the reported event as well as the product¿s return status; however, no further information was provided by the account and the pump has not be returned to date. If heartmate ii lvas, serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate ii lvas IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2020. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient passed away due to cardiac arrest. Additional information was requested but not provided.